Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that no defects were present. A technical support specialist confirmed data synchronization showed no errors and was up to date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary patient would not show in search in the station. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.